Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during interrogation, loss of capture on the rv lead was observed. The patient was feeling pressure and pain in chest. During lead repositioning, it was found that the rv lead perforated the myocardium. The lead was repositioned without complications. The patient was asymptomatic and will be discharged.